Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Failed accolade stem and v40 head. Update 12-19-2017: rep indicated the head disassociated from the stem. Right hip.

Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 15- mar- 2018. Images of the device are included in the mar. Damage was also observed on the taper of the head, likely from interacting with the trunnion of the accolade stem. Dimensional inspection: not performed as the dimensional aspects are not in question. Functional inspection: not performed due to a material integrity issue as there is evidence from the visual inspection that the device is damaged. Material analysis: a material analysis has been performed. The report concluded: damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. Scratches were observed on the insert, which is a common damage mode of uhmwpe. Yellow discoloration consistent with absorption of synovial fluid was also observed on the insert. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that disassociation was caused by the head taper and accolade stem trunnion losing their taper lock. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Failed accolade stem and v40 head. Update 12-19-2017: rep indicated the head disassociated from the stem. Right hip.